Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 400mg/dl. Troubleshooting was performed. It was reported that the device was disconnected and the battery was removed from the insulin pump. A new battery was inserted and the buttons were unresponsive. Advised customer to press all buttons slowly, but only the active button responds. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.